Event description:
Terumo medical received a user facility medwatch report # (B)(4) on 13jul2021. The event description states: "upon the clicking in of the two angio-seal parts and the pulling back of the angio-seal vip vascular closure device to expose the tamping rod, the whole device came out leaving the string and tamping component behind. Health care providers were able to grab hold of the string and keep tension. After manual pressure was completed, the string was then cut and removed."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the maude report.

Event description:
A maude database search conducted on (B)(6) 2021 found a maude report number 12127344. The event description states:" upon the clicking in of the two angio-seal parts and the pulling back of the angio-seal vip vascular closure device to expose the tamping rod, the whole device came out leaving the string and tamping component behind. Health care providers were able to grab hold of the string and keep tension. After manual pressure was completed, the string was then cut and removed."

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the groin access was above the bifurcation in a clean artery. The deployment of the angio-seal was as per usual upon the clicking in of the two angio-seal parts and the pulling back of the device to expose the tamping rod the whole device came out leaving the string and tamping device behind. They were able to grab hold of the string and keep tension. They were nervous about pushing down on the tamping rod, so manual pressure was deployed while keeping tension on the string. Distal pulses were checked and unchanged from baseline. After manual pressure was completed, the string was then cut and removed. All was well that ended well. The patient was in stable condition. The procedure outcome was a success. Additional information was received on 23jun2021. The procedure was a coronary angiogram using a 6fr procedural sheath. A pre-deployment angiogram was performed. There was no noticeable damage to the device.